Event description:
It was reported that decreased r-wave amplitude was observed and x-ray revealed externalized conductors. The patient was okay afterwards.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).